Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Customer reportedly received the following results on the two different meters within 10 minutes: 263 mg/dl (nano system 1) and 135 mg/dl (nano system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.